Event description:
Customer reported she was hospitalized due to high blood glucose over 400 mg/dl, treated with an IV. Customer's current blood glucose is 142 mg/dl. She also lost her insulin pump while she was hospitalized. Customer's symptoms were head aches, palpitation, and nausea. Customer reported she was not feeling well so she called 911. Customer was diagnosed with diabetic ketoacidosis and her thyroid. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.